Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a planned hardware removal of two distal screws from a right trauma next generation trochanteric fixation nail system (tfna) on (B)(6) 2015. Date of original implant is unknown. During the procedure, the surgeon had an extremely difficult time removing the two distal screws. Both distal screws were fully engaged into the nail, preventing the screws from turning. The surgeon needed to extend the incisions from two stab incisions to one long incision. The surgeon was able to finish the procedure by using a ronguer on the head of both distal screws to pull and twist counter-clockwise. Both distal screws were removed successfully and fully intact. There was a surgical time delay of thirty (30) minutes and. There was a less than desirable outcome due to the increased incision. The procedure was successfully completed as planned; it was reported there were additional intra-operative x-rays. The patient status/outcome is unknown. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: a 5.0-mm titanium locking screw, 44 mm in length (04.005.534s), was received with scratches on the sides of the head and wear in the drive recess. The threads on the lower half of the screw shaft had a series of markings where the anodization had rubbed away, spanning a length of approximately 10 mm. Other than the wear on the threads and the screw head, the screw was in good condition, without any bend in the shaft or broken fragments. The wear pattern on the screw head supported that the screw was removed using a rongeur to grasp the outside of the screw head and the inside of the drive recess. The drive recess did not appear to be stripped. The investigation confirmed the drive recess was still compatible with a standard t25 stardrive shaft (03.632.004), which is the screwdriver size specified in the tfna technique guide for screw removal. The wear on the lower screw threads suggested that the screw had been inserted slightly off-axis into the distal end of the nail. This may have caused the screw to cut its path through the nail, rather than gliding through the distal holes. The extra interference created by this would have made screw removal more challenging. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.